Event description:
Reporter indicated that the pt's magnet is no longer effective in aborting the pt's seizures. The pt underwent monitoring in december 2002 to track the pt's seizures. After monitoring the physician indicated that the pt was not experiencing any seizures; however, the pt's spouse reported that they witnessed the pt during a seizure and that they recorded it on the monitor recorder. The pt's spouse also beleves that the pt's generator has slipped down into pt's breast.